Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2015. During the procedure, the anterior tibia fractured while introducing the small cruciate wing augment punch. A 30 minute delay occurred during the procedure to repair the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."